Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified anastomotic shunt. A 5.0x40, 75cm mustang balloon catheter was advanced for dilatation. However, upon the 2nd inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The ruptured balloon was removed from the patient completely and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.